Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device powers off without user input which was reproduced. Evaluation experienced this when a battery was attached to the unit, and the unit was powered on. After powering on, it powered off with no prompt. The device powering off without user input was verified through a review of the event history log and found to be caused by a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement. No additional information is available.